Event description:
The patient called their healthcare provider (hcp) on the morning of the report because they thought they were having withdrawal symptoms. Withdrawal was reported. The medication infused was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2007, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).